Event description:
On (B)(6) 2025, the user started using the ilet and experienced hypoglycemia that evening, with a blood glucose (bg) level of 51 mg/dl. The user's daughter drove them to the emergency room (ER), where they were admitted for observation. The user remained in the hospital until discharge on (B)(6) 2025. The only treatment reported while hospitalized was orange juice (oj) and two glucose tablets taken prior to arrival. The user did not experience any long-term health effects. The user reported accidentally announcing two meals, which may have contributed to the low bg. The user also noted a discrepancy between the continuous glucose monitor (cgm) reading and a finger stick, leading to calibration. The agent provided guidance on checking meal announcements to avoid duplication in the future. The user reconnected the ilet after being admitted and was discharged without further complications.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.